Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was rechargeable ins battery didn't last full 9 years and only lasted probably 3 years. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt's reason for call was to ask for MRI compatibility. It was reviewed requested info with pt and redirected pt to hcp for specifics. No symptoms/patient complications reported.